Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The hip end effector broken during the impaction (pins of assembly broken and disconnected).

Event description:
The hip end effector broken during the impaction (pins of assembly (broken and disconnected).

Manufacturer narrative:
Reported event: the hip end effector broken during the impaction (pins of assembly broken and disconnected). Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no 19080412 and accepted into final stock on 02/06/2013. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19080412 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1414603 and CAPA 1450905.